Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation (B)(4)). This complaint was received by (B)(6) on (B)(6) 2011 from (B)(4) for product 2 way standard slc foley catheter size 14x10. Customer complaining:" impossible to deflate the balloon. After 2 weeks from the catheter indwelled. It was impossible to deflate the balloon of catheter indwelled in the pt. Then needle was used to rupture the balloon from outside body."

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation (B)(4)). The event is deemed serious as it required medical / surgical intervention to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the pt. Report to FDA on (B)(4) 2013.